Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: test strips issue.

Event description:
Consumer complaint of blood results reading of "lo". Customer feels well and requires no medical attn. Customers expected blood results are 90-120 mg/dl. Verified the strips expire 11/30/2017, were first opened (B)(6) 2015 and that the strips are stored correctly. Customer performed a back to back blood test, 83 mg/dl and 149 mg/dl. A 149 mg/dl, (B)(6) 2015, 08:01:00 am-not fasting; 149 mg/dl, (B)(6) 2015, 07:01:00 am-not fasting; 166 mg/dl, (B)(6) 2015, 08:12:00 am-not fasting; 176 mg/dl, (B)(6) 2015, 06:58:00 am-not fasting; 138 mg/dl, (B)(6) 2015, 08:15:00 am-not fasting. No adverse event reported.